Event description:
Spiked fosaprepitant for infusion with continuous "flo solution set". Infusion line separated at upper add valve spilling medication into floor. This did not reach a patient. Manufacturer response for IV tubing, continue-flo solution set with duo-vent spike (per site reporter). E-mailed baxter and sent them photo.